Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. No technical root cause could be determined as the system is performing within specifications. (B)(4).

Event description:
Upon additional follow up, reporter has indicated issues for the left eye have resolved.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of blurred vision at three weeks post photo refractive keratectomy (prk) of the left eye. Reporter indicated an increased topical steroid eye dosage. The patient states the vision is blurry, and no improvement at all so far. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.